Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet while using a 3rd party adaptor resulting in the pump shutting down. Customer¿s blood glucose value was over 600 mg/dl. The customer addressed their bg with a correction bolus via pump. The customer was able to charge the pump with alternative charging adaptor.